Event description:
Complaint: a registered nurse reported to (B)(6) that on a bain fistula needle 15gx1, 25mm, there was a small hole on the tubing that caused blood leak upon cannulation. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".